Manufacturer narrative:
The brakes not holding lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician could find no problems with the braking system upon inspection, he stated that he did make some adjustments to the brakes but could not duplicate the problem originally.

Event description:
Nursing staff reported that while the stretcher brakes were locked the stretcher started to roll with a patient on it.